Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after having fainted. The patient's right ventricular (rv) lead exhibited high and unstable thresholds, oversensing, undersensing and low pacing impedance. The lead was suspected to have fractured. The lead was capped and replaced. As a result of the fainting, the patient had a black eye. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.